Event description:
It was reported that during implant that the pulse generator exhibited a set screw anomaly. The device was not used. No additional information was available.

Manufacturer narrative:
Correction: please retract this report 2938836-2018-09406. The same issue was previously reported in MDR 2938836-2018-09640 under the correct serial number (B)(4).

Manufacturer narrative:
Correction: the set screw issue was on the chronic device handled in (B)(4)- and not on this device as reported..

Event description:
The set screw issue was on the chronic device handled in (B)(4)- and not on this device as reported.